Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant medical devices: 693565 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported there was a suspected systemic infection. The patient had a recent history of fever and fatigue. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.